Event description:
Info received indicates the brake is not holding.

Manufacturer narrative:
The tech found both brake casters failing to lock into brake. The tech replaced the casters to repair the bed.